Manufacturer narrative:
Device evaluation: one used device was returned for evaluation. No lot number was provided so the device history record and complaint database searches could not be performed. The device was visually inspected and a crack on the blue hub was found. The device was pressurized with water and water leaked from the crack. The complaint was confirmed. A root cause could not be determined.

Event description:
The user reported that after the initial placement of the catheter, it was observed that the blue hub was cracked. The catheter was removed and replaced with a different catheter. No harm or injury to the patient was reported.